Manufacturer narrative:
At this time the device has been returned to orthalign for investigation by an orthalign engineer, but the investigation has not yet been completed. Upon the completion of the investigation a follow up report will be filed detailing the conclusions, including root cause. This report is being filed out of an abundance of caution and with an understanding of the patient harm that could be caused by device inaccuracy.

Event description:
Version numbers kept drifting to zero throughout the case. No impact to patent. Case completed with conventional instruments.

Manufacturer narrative:
The reference sensor was returned to orthalign for evaluation by an orthalign engineer and an investigation has been completed. The complaint is not confirmed and a root cause couldn't be established. The reference sensor passed all functional testing with no issues. The reported issue could not be replicated using proper technique. Orthalign attempted to retrieve the navigation unit used in the case, but it was not available so navigation logs related to the reported incident can not be reviewed. No further action necessary at this time.

Event description:
Version numbers kept drifting to zero throughout the case. No impact to patient. Case completed with conventional instruments.